Manufacturer narrative:
(B)(4). Device evaluation: the inspection of the returned product revealed that the returned sterile bag was opened to the halfway point and the torn aseptic paper was adhered to the film. Products from the same batch were taken from inventory and testing revealed no abnormality concerning the packaging/sterile bags or of the product seal strength. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However, an investigation performed by the supplier of the tyvek sheet revealed that the thickness of the tyvek sheets used for the pouch/sterile bags were uneven and that the seal strength of the thicker tyvek sheets were stronger. The root cause of the reported complaint has been determined to be supplier manufacturer. (B)(4).

Event description:
It was reported that during preparation for an unspecified procedure, difficulty opening the packaging of a 5fx11cm .038 super sheath occurred and the device became contaminated.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an unspecified procedure, difficulty opening the packaging of a 5fx11cm .038 super sheath occurred and the device became contaminated.